Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for post lumbar laminectomy syndrome, spinal pain, and lumbar radiculopathy. The patient reported that their programmer showed a power on reset (por), call your doctor message. The rep read the implantable neurostimulator (ins) it showed por. They stated that the ins was fully charged when the por occurred. The rep added that they are not sure why the issue occurred. They restarted the battery and reprogrammed it. The issue was resolved at the time of the report. No further complications symptoms were reported or anticipated.